Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 18 mmol/l and 3.4 mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).